Event description:
A multi-dose bag was made by two rn's, registered nurses, (25 mg phenergan in 50 cc 0.9 ns, normal saline). They programmed the omni pump incorrectly (12.5 cc to be delivered x 2 doses every 4 hours instead of 25 cc x 2 doses to be delivered every 4 hours). Consequently, the patient received only 1 of the 2 doses that was to be delivered.